Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the probable cause of the reported issue was faulty printed circuit board/generator board. If the error message e433 occurs only sporadically (temporarily), no further action is necessary (for the time being). If the error message e433 occurs frequently or even permanently, the influence of the foot switch should first be excluded by putting the device into operation without the foot switch. If the error is eliminated in this way, the foot switch is most likely the cause of the error. If the error persists, however, the concerned esg-400 must be subjected to a technical inspection by an authorized repair center. Based on experience, the generator board, the hvps board, the motherboard and finally the relay board should then be checked individually in the specified order in another esg-400 regarding the error message e433 and replaced if necessary. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the electrosurgical generator exhibited an error e433 (defective circuit board). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.